Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there have been no response. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(6) 2013, the pt reported going to the emergency room alleged due to experiencing pain and observing a canister full of pus. No additional info is available. On (B)(6) 2012, the device was tested per quality control (qc) procedure by kci field svc, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the pt. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.